Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
Updated: brand name, catalog #, common device name, device manufacture date, model #, PMA/510k, procode, serial #, uid. Updated: brand name, catalog #, common device name, device manufacture date, model #, PMA/510k, procode, serial #, uid.